Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's programmer showed therapy was off on (B)(6) 2018. The patient's left foot was shaking the day prior. They were able to turn the therapy back on the 28th. The patient's shaking in his foot has stopped now that the therapy is back on. The home health nurse told them that the patient's blood pressure was up (173/110) on the 28th and they think it is related to the therapy being off and some other things that are going on around them. The patient stated it is coming down since it was checked. They synced with the patient programmer and it showed on. Troubleshooting resolved the issue. The shaking has stopped and blood pressure is coming back down. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the patient was having tremors in their feet and toes and the patient's wife noticed. They checked the device and it was off. The patient did not know how it was off. The patient was just playing with the controller and had no idea how they shut it off but stated they inadvertently shut it off. The patient was unsure how to turn it on so the patient's wife turned it on. The patient reported they had not had any trouble since then. The issue was resolved.